Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70 cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that there were six out of eight contacts that were fractured. The patient was reprogrammed and was getting good coverage. No revision needed and no further course of action will be taken at this time.